Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('general abnormal bleed') and pelvic pain ('physical pain/pelvic pain/ chronic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included difficulty sleeping, uterus enlarged, hypertension, low back pain, acne, cervical dysplasia, panic attacks, uterine bleeding, adnexa uteri tenderness, uterine adenomyoma, cough, sneezing, bladder repair (historical surgery), uterine cervical metaplasia, bleeding genital, pelvic inflammatory disease, abdominal adhesions, stress urinary incontinence, cystocele, hot flashes, instability vasomotor, renal cancer stage IV, scar, pelvic inflammatory disease, urinary incontinence, spotting between menses and hypermenorrhea. Previously administered products included for an unreported indication: motrin, estradiol, celexa and doxycycline monohydratev. Concurrent conditions included hypertension since (B)(6) 2014 and elevated bp. Concomitant products included clonazepam (klonopin), lorazepam (ativan) (B)(6)2014 to (B)(6) 2015, nifedipine (procardia) since (B)(6) 2014, nsaids since 2010, paracetamol (acetaminophen) since (B)(6) 2010, trazodone hydrochloride (trazodone hcl) (B)(6)2014 to (B)(6) 2015 and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy - other") and vaginal infection ("vag. Infect"). The patient was treated with surgery (hysterectomy (full),salpingectomy and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Received treatment for pain, bleeding, bladder/urinary problems : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2014: study shows diffusely enlarged uterus with glandular formation in the posterior wall suggestive of adenomyosis. Marked adnexal tenderness is present. Findings compatible with pid or possible endometriosis, suggest treatment and repeat scan in 3 to 4 weeks. Thought to be due to possible pid possibly associated with metal coils used. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain,abnormal bleeding, anxiety, migraines headaches, dyspareunia and dysmenorrhea. Pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information added. Event : abdominal pain, general abnormal bleed, allergy ¿ other, vag. Infect added. Outcome of the event pelvic pain updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('physical pain/pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included difficulty sleeping, uterus enlarged, hypertension, low back pain, acne, cervical dysplasia, panic attacks, uterine bleeding, adnexa uteri tenderness, uterine adenomyoma, cough, sneezing, bladder repair (historical surgery), uterine cervical metaplasia, bleeding genital, pelvic inflammatory disease, abdominal adhesions, stress urinary incontinence, cystocele, hot flashes, instability vasomotor, renal cancer stage IV, scar, pelvic inflammatory disease, urinary incontinence, spotting between menses and hypermenorrhea. Previously administered products included for an unreported indication: motrin, estradiol, celexa and doxycycline monohydrate. Concurrent conditions included hypertension since (B)(6) 2014 and elevated bp. Concomitant products included clonazepam (klonopin), lorazepam (ativan) (B)(6) 2014 to (B)(6) 2015, nifedipine (procardia) since (B)(6) 2014, nsaids since 2010, paracetamol (acetaminophen) since (B)(6) 2010, trazodone hydrochloride (trazodone hcl) (B)(6) 2014 to (B)(6) 2015 and zolpidem tartrate (ambien). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2014: study shows diffusely enlarged uterus with glandular formation in the posterior wall suggestive of adenomyosis. Marked adnexal tenderness is present. Findings compatible with pid or possible endometriosis, suggest treatment and repeat scan in 3 to 4 weeks. Thought to be due to possible pid possibly associated with metal coils used. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, abnormal bleeding, anxiety, migraines headaches, dyspareunia and dysmenorrhea. Pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: mr received-event pelvic inflammatory disease, reporter and patient demography were added. Historical drug, medical history and concomitant drug & lab data were added. On (B)(6) 2019: both fu 3 and 4 proceed together pfs received-new events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, migraines / headaches, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Reporter and patient demography added. Updated suspect drug indication, concomitant drug and medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.